Event description:
Just as doctor was about to do the calibration of the aquablation hand piece we realized that the device was showing blank on the screen. This was when the device was still in the patient's urethra. Device was replaced with another one and med watch report was made. No patient safety concern and no general safety concern.